Manufacturer narrative:
Unit received with blank display due to corroded inside the battery tube. No moisture damage found on electronic assay and motor. Unable to verify the motor error alarmed due to blank display. However,motor was tested outside of the device and passed. Unit received with scratches on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 326 mg/dl. Troubleshooting was performed. The device was returned for analysis.